Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and declining esophageal motility leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2012 by dr. (B)(6). Gastroesophageal balloon dilation was performed on three different occasions and did not fully alleviate dysphagia symptoms. Uneventful device explant due to dysphagia on (B)(6) 2016 by dr. (B)(6). Device found in correct position/geometry.

Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined. Patient reported pain and chest pressure for the first week after device explant but has been able to eat regularly after that. Device lot number obtained from implanting center.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and declining esophageal motility leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2012 by dr. (B)(6). Gastroesophageal balloon dilation was performed on three different occasions and did not fully alleviate dysphagia symptoms. Uneventful device explant due to dysphagia on (B)(6) 2016 by dr. (B)(6) at (B)(6). Device found in correct position/geometry.